Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. Information was reported that the patient said she hasn't used it in 6 months. The patient said the battery that looks like the car battery needs to be charged. The patient said she can feel it if she pushes her back backwards making the canal smaller. Then she said oh it is coming on strong. The patient said the doctor told her the device she had was rechargeable and never has to be replaced. "In the car battery one that is the ins is flashing green." When it first came on she said it was orange. The patient said maybe it is just getting low. The patient was told that her ins battery may be getting low and she would have to get it replaced. The patient was told that her device is not rechargeable. No further complications were reported. No additional patient symptoms were reported.